Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period nov -2019 through oct-2021 was reviewed. Run rule was triggered for the month of oct 2021. The trigger is addressed under a crf. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/213/67) the device was returned to the factory for evaluation on 11/11/2021. An investigation was conducted on 11/23/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The harvesting device was returned inside the cannula. The harvesting device was removed with no physical difficulties observed. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula with no physical or visual difficulties. The harvesting device was inserted into the cannula with no physical or visual difficulties observed. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 cautery wand was very difficult to move through the sheath. Harvester tried several times to use sterile water to lubricate the shaft to improve operation but only met with increased resistance. The case could not be completed with the kit so a second kit was opened and the case completed without further incident. No harm was done to the patient.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.